Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Event description:
It was reported that during an ischemic stroke procedure, there was resistance advancing the guidewire withing the subject catheter. Following a successful procedure, as the physician was retrieving the subject catheter, the tip of the subject catheter got fractured. The fractured tip was successfully removed using a guidewire as a medical intervention. Patient condition following procedure was stable and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject catheter distal shaft was be broken/fractured and stuck inside of insertion device. The subject catheter distal shaft was broken approx. 83 cm from the catheter hub and there was a dried blood noted inside of the catheter hub. The subject catheter tip was noted to be squashed. A functional inspection was unable to perform due to the damage noted to the subject catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip broken/fractured during use was not confirmed. The reported catheter difficulty advancing guidewire could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states that patient's anatomy was very tortuous. The returned subject catheter was analyzed, and the catheter distal shaft was noted to be broken/fractured and stuck inside of insertion device. The subject catheter distal shaft was broken approx. 83 cm from the catheter hub. There was a dried blood noted inside of the catheter hub. The subject catheter tip was noted to be squashed. The presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. It is probable that very tortuous anatomy of the patient contributed to the reported failure. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during advancement of the subject device which led to the subsequent device fracture. The as reported code catheter difficulty advancing guidewire as well as analyzed codes catheter shaft broken/fractured during use and catheter tip flat/crushed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed was assigned to the as reported catheter tip broken/fractured during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during an ischemic stroke procedure, there was resistance advancing the guidewire withing the subject catheter. Following a successful procedure, as the physician was retrieving the subject catheter, the tip of the subject catheter got fractured. The fractured tip was successfully removed using a guidewire as a medical intervention. Patient condition following procedure was stable and the procedure was completed successfully with no clinical consequences to the patient.